Event description:
On (B)(6) 2025 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2025. On (B)(6) 2025, the user experienced a severe hypoglycemic event while using the ilet system, resulting in loss of consciousness and requiring ems assistance. The event occurred after he received an "infusion set expired" alert on day two of pump use. Misinterpreting the instructions, he refilled his existing cartridge instead of replacing it, attached it to the adaptor, and reinserted it into the pump without rewinding and while still connected. He subsequently experienced a significant drop in blood glucose, reaching approximately 20 mg/dl, and remained below 70 mg/dl for about four hours. The device issued alerts for low and urgent low glucose levels. Ems was called, and he was transported to the ER, where he received glucose IV treatment. He was not admitted to the hospital and was released the same day. The user, who has a history of pancreatic cancer with metastasis to the kidney and bladder, expressed interest in resuming ilet use after consulting with his healthcare provider and reviewing proper cartridge and site change procedures. A beta bionics representative scheduled an in-person meeting at his hcp's office on (B)(6) 2025 to ensure proper device use.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.